Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a irritation under the lifevest. The patient's doctor gave the patient a cream. After using the cream, the patient reported that the irritation healed.